Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer cubie was off the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary full height drawer cubie was off the bus. A field service engineer took out all trays and cubies, and cleaned all contact points for trays, row board cable, and pockets, and no debris was found inside. The row board cable in the rear and the retractor cables were disconnected before cleaning and restarting, and those pockets were back on the bus. The system functioned as intended after the field service engineer repaired the device.